Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was high; the patient's blood glucose was 496 mg/dl, which was treated with a manual insulin injection. No symptoms were mentioned regarding the high blood glucose. Troubleshooting was declined for the high blood glucose; the husband only wanted to check if the insulin pump was functional. The basal rates were reviewed and it was determined that they were programmed accurately. A prime was successfully run as well. The husband also stated that they will administer a correction bolus to see if the patient's blood glucose decreases. No products were returned or replaced.